Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Between (B)(6) 2016 max rv coil impedance rose from 86 ohms to 135 ohms. Previous trend data not available. Lead alert for high impedance on (B)(6) 2016.

Event description:
It was reported that there was an alert due to high impedance on the right ventricular (rv) lead. It was noted there was a rapid impedance increase. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.